Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.0/1.0/038 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).